Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was unable to be interrogated by the patient's communicator. Technical services (ts) discussed radio frequency (rf) overuse. Troubleshooting was performed but the issue was not resolved. No adverse patient effects were reported. This device remains in service.